Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a "patient circuit disconnected" alarm and being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the it was displaying a "patient circuit disconnected" alarm and was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.